Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 relion insulin syringes were unable to deliver medication and unable to prime. The following information was provided by the initial reporter : the consumer reported several devices to clog during injection and was pushing the needle hard onto the pen but did not screw onto the pen. Furthermore they did not to work during flow check. Date of event : unknown. Sample status : discarded.

Event description:
It was reported that 2 relion insulin syringes were unable to deliver medication and unable to prime. The following information was provided by the initial reporter : the consumer reported several devices to clog during injection and was pushing the needle hard onto the pen but did not screw onto the pen. Furthermore they did not to work during flow check. Date of event : unknown. Sample status : discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of thread function, all results passed. Clog test was conducted on 7pcs retention samples. No failure was found. No actual defect parts retuned for further investigation, according to customer¿s statement the instructions are not followed. H3 other text : see h.10.